Event description:
It was reported that the patient had her rechargeable implanted in 2006 with a lead revision from (B)(6) in 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3708320 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 3708320 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 3487a-33 lot# j0424866v serial#, implanted: 2004 (B)(6), explanted: product type lead product ID, 3487a-33 lot# j0424866v serial#, implanted: 2004 (B)(6), explanted: product type lead. (B)(4).